Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two years ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that during a routine follow up the stent graft was found to have migrated distally about approximately 1 cm, exact distance unknown because it is unknown where the stent graft was originally implanted. Additionally, there was an accessory renal artery that was being preserved (stent graft was implanted distal to the accessory renal artery). There was no endoleak, so the aneurysm did not appear to have expanded. The decision was made to treat the patient with a 28 mm diameter endurant aortic cuff. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (migration), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).